Event description:
It was reported that during a right colectomy, the staples were malformed at the proximal side of the cartridge. Add'l suturing was performed to complete the procedure. No other pt consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.